Event description:
A malfunction was reported by the customer, indicated by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. Cts advised the customer to continue using the pump and to call back if the problem reappeared, which the caller understood and acknowledged.